Event description:
The customer received a questionable result for vancomycin on their cobas c501 (serial number (B)(4)). The customer provided results for one discrepant result reported outside the laboratory. Repeat testing was performed on the same c501 analyzer. The patient's initial vancomycin result was 1.0 ug/ml accompanied by a data flag. The first repeat result was 18.2 ug/ml. The second repeat result was 18.4 ug/ml. The customer believed the 18.4 ug/ml result was correct and issued it as a corrected report. There were no adverse affects to the patient as a result of this event. The customer determined the cause of the event was a sample handling issue due to gel on the sample tubes. The customer monitors samples prior to running and no longer has issues. The customer states the samples are reporting properly.